Event description:
It was reported that 50 bd insyte¿ autoguard¿ shielded IV catheter have incorrect label information. The following information was provided by the initial reporter: non auto-guarded product even tho the product packaging describes the product as auto-guarded.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a box with 22ga x 1.00 in. Insyte autoguard units from lot number 1277188. Through the visual inspection, the label content is found accurate. The device displayed in the photos appears to be a 22g insyte autoguard unit with the blue catheter adapter. The device had been removed from the packaging and the needle cover. The needle cover is shown separate from the needle in one photo. The catheter is positioned over the needle and the safety mechanism had not been activated. Further testing could not be performed without the actual sample. We were unable to confirm the reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 50 bd insyte¿ autoguard¿ shielded IV catheter have incorrect label information. The following information was provided by the initial reporter: non auto-guarded product even tho the product packaging describes the product as auto-guarded.